Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the power supply. The ventilator passed self testing.

Event description:
Report received that the ventilator had a total loss of power. The ventilator was not on a patient at the time of the event.